Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient was not inserted infusion set cannula correctly on (B)(6) 2026 which leads to high blood glucose levels and got treated with correction injection via multiple drug injections. The site location was thigh. The patient customer replaced infusion set and resumed insulin deliveries successfully.